Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that there were no stone/calculi in the prostate and pressurized saline was used. The flow valve was opened and fluid was exiting the metal cap window. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection identified the connector cone, segments, and tabs appear in good condition and were secured. The control know was attached and aligned with the fiber and could rotate the fiber. Microscopic inspection found there were no defects. The fiber cap/tip had moderate debris adhesion, and the glass cap exhibited mild devitrification indicative of tissue contact. The fiber was tested with the hene (helium-neon) laser fixture. The testing found there were no signs of breakage along the length of the fiber. The fiber was further tested using the forward firing test fixture. The testing showed the rate of forward firing was 1.5 percent, which is below the threshold for patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that there were no stone/calculi in the prostate and pressurized saline was used. The flow valve was opened and fluid was exiting the metal cap window. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.